Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2367 alarm (fail safe shutdown) occurred on the homechoice (hc) machine. During troubleshooting for an unrelated issue, the tsr assisted the hp to cycle the power to the hc and the se 2367 alarm occurred. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.